Manufacturer narrative:
The reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, the device could communicate through inductive telemetry only. The device was tested on the bench and it was noted that only inductive telemetry was available even after replacing the device header with a known good header. The cause of the loss of rf telemetry was narrowed down to an rf ic issue.

Event description:
It was reported that the device was unable to be interrogated with a radio frequency antenna. Inductive telemetry still functioned as normal. Restarting the pacer did not resolve the issue. The pacer was not implanted. There were no patient consequences.